Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, falsely elevated advia centaur xp high-sensitivity troponin I (tnih) results on a patient. Siemens has reviewed the information provided and has concluded the incident investigation. Quality control (qc) were within acceptable limits. The elevated results on the advia centaur xp tnih sample from (B)(6) were reproducible and are sample/patient specific. As part of troubleshooting the incident, heterophile binding tube (hbt) and serial dilution testing was performed at the customer site on the sample from (B)(6) and there was no change/lower of the tnih result. Therefore, a heterophile antibody or interferent is not suspected. The samples taken from this patient starting (B)(6) and ending (B)(6) show a serial rise/fall of tnih values on the advia centaur xp. The patient history includes the doctor's report of a change in EKG on (B)(6) as well as several surgeries to receive stents on (B)(6). Per the instruction for use (IFU), elevated troponin I values in patients without acute myocardial infarction section, "there are conditions other than ami that are known to cause myocardial injury and elevated tni values". The negative results for this patient on other troponin test methods can be attributed to differences in assay architecture and binding characteristics. Customer site troubleshooting data: advia centaur xp high-sensitivity troponin I (tnih) results: sample from (B)(6) 2020. Heterophilic antibodies tube (hbt) - negative. Serial dilutions: dilution factor: 1, result (ng/l): 502.35; 2 , 579.62; 5, 603.15; 10, 665.4. The instruction for use (IFU) states the following in the summary and explanation section: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The IFU states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states the following in the elevated tni values in patients without ami section: "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." The assay is performing within specification. No further evaluation of the device is required. MDR 1219913-2020-000110, and MDR 1219913-2020-00111 were filed for this incident.

Event description:
Discordant, falsely elevated advia centaur xp high-sensitivity troponin I (tnih) results were obtained on a custody patient and the reported results questioned by the physician(s). Due to the elevated tnih result from (B)(6) 2020, the patient was transferred from custody to the hospital where the troponin results when tested on two alternate troponin rapid test methods, were negative. The sample from (B)(6) 2020 was repeated and the tnih result was elevated. A new blood sample was drawn and tested on (B)(6) 2020 and the tnih result was elevated when compared to a negative result on another alternate cardiac troponin test method. The negative alternate troponin test method result(s) were reported as the corrected result to the provider(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, falsely elevated advia centaur xp high-sensitivity troponin I (tnih) results or patient hospitalization.